Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), arthralgia ("severe joint pain") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, arthralgia and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('migration of implant/migration of essure device location of device: partial migration into my uterus/migration of essure device location of device: into the lining of the uterus'), pregnancy with contraceptive device ('miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('irregular bleeding/bleeding') in a 33-year-old female patient who had essure (batch no. A69940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo an essure confirmation test.". The patient's medical history included multigravida, parity 1, suicide attempt, ectopic pregnancy, abortion and miscarriage. On (B)(6) 2014 & (B)(6) 2015 patient underwent transvaginal ultrasound. As per removal details: date of surgery (B)(6) 2018. Preoperative & post operative diagnosis ¿ bilateral tubal occlusion. Concurrent conditions included depression, add, anxiety, lower abdominal pain, urinary urgency, urinary frequency and spotting between menses. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), fluoxetine hydrochloride (prozac), iron and magnesium hydroxide. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and arthralgia ("severe joint pain"). The patient was treated with surgery (essure implant removal and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, fatigue and back pain had resolved and the embedded device, pregnancy with contraceptive device, abortion spontaneous, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per insertion details: 8 coils remained visible on the right tubal ostium and 4 coils remained visible on the left tubal ostium. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received lot no was added. New event added device monitoring procedure not performed. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of implant/migration of essure device location of device: partial migration into my uterus/migration of essure device location of device: into the lining of the uterus"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1, suicide attempt, ectopic pregnancy, abortion and miscarriage. On (B)(6) 2014 & on (B)(6) 2015 patient underwent transvaginal ultrasound. As per removal details: date of surgery on (B)(6) 2018. Preoperative & post operative diagnosis , bilateral tubal occlusion. Concurrent conditions included depression, add, anxiety, lower abdominal pain, urinary urgency, urinary frequency and spotting between menses. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall xr), fluoxetine hydrochloride (prozac), iron and magnesium hydroxide. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), arthralgia ("severe joint pain") and genital haemorrhage ("irregular bleeding/bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure implant removal and surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, fatigue and back pain had resolved and the device expulsion, abortion spontaneous, arthralgia, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: as per insertion details: 8 coils remained visible on the right tubal ostium and 4 coils remained visible on the left tubal ostium. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), irregular bleeding, vaginal discharge, fatigue, lower back pain. Event outcome was updated for the event: : lower back pain, pain, bleeding, vaginal discharge, fatigue. Pt was updated for the event migration of essure device to device dislocation. Concomitant conditions and drugs were added. Historical conditions were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), arthralgia ("severe joint pain") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, arthralgia and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.